Event description:
Customer reported being hospitalized due to dka. Instructed customer to change out set and inject as per md. Troubleshooting performed and pump appeared to be functiong as designed.